Event description:
It was reported that balloon rupture occurred. The target lesion was located in a carotid artery. A 5.5mmx30mmx135cm sterling balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported.